Event description:
A facility reported that mlx 300w xenon lightsource (00mlx) overheated and was smoking. There was no patient injury reported and delay in surgery is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Additional b4: it was reported that the xenon lightsource started smoking during a procedure in the operating room. There was no reported injury, death or delay in surgery. The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR): DHR shows no abnormalities related to the reported issue. Failure analysis: evaluation of the xenon lightsource found that the unit failed the lamp hard start on the 7th attempt and the fans inside the unit would stop working off/on while the unit was powered on, which produces a fan error on the display. The lamp and fan harness have been replaced to correct these issues. Root cause: it was identified that the returned xenon lightsource was in used condition with the fan damaged/failing fan due to wear. Improper fan function/fan failure would lead to the issue of overheating and intermittent function. The complaint reported by the customer was confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.